Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep). It was reported a pending alarm had occurred. The rep was getting ready for an implant and the pump status showed codes 100 and 90. The logs were checked and showed the motor stall occurred on (B)(6) 2018. The pump was not implanted. It was indicated the device would be sent back to the manufacturer for analysis. No symptoms or patient impact was reported. No further complications were reported or anticipated. Additional information was received from the manufacturing representative (rep). The rep was not aware of any factors that may have caused or contributed to the motor stall. The device was being sent back. Additional information was received from the manufacturing representative (rep). The rep planned to return the device the following week (relative to (B)(6) 2018).

Manufacturer narrative:
Fdc updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed the following: analysis identified foreign material in the motor gear train. A motor stall was observed during analysis in the lab. The material was lodged between the teeth on gear wheel number three and the pump head gear teeth. The material was identified as polyacetal. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.